Manufacturer narrative:
(B)(6). If explanted, give date: not applicable as the lens remains implanted and therefore not explanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after an intraocular lens (iol) was inserted into the patient's eye, a piece of plastic was noticed on top of the lens. Reportedly, the plastic was removed from the eye. The account commented that they don't know if the plastic was coming from the lens or the unfolder (cartridge). Additional information was received and it was learnt that the lens was left in the patient's eye. No incision enlargement, no vitrectomy was performed and no sutures were used. The patient was reported being fine. This MDR is to record the lens. A separate report will be filed for the cartridge.

Manufacturer narrative:
Device available for evaluation, returned to manufacturer on: 10/20/2017. Device evaluation: a vial containing a small piece of apparent plastic was returned at the manufacturing site for evaluation. The small piece of plastic was analysed using the fourier transform infrared (ftir) spectroscopy. The results revealed that the particle was consistent with coatings of adhesive from transport and sodium hyaluronate while the bulk was consistent with polypropylene. The intraocular lens was not returned as to date it remains implanted. Based on the investigation, it was not possible to confirm if the particle was related to manufacturing, as the lens was handled and prepared for surgical procedure. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. During manufacturing the operators clean and visually inspect the lenses 100% at 10x microscope magnification. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. In addition sterilization records were reviewed: sterilization was processed and no deviations were found that affects the sterility of the device. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states to examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens optical surfaces for other defects. As a result of the investigation ,there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.